Event description:
It was reported that during implant, after attaching the right ventricular (rv) lead to the septum, it was very difficult to pull the stylet out of the lead, causing the physician to have to unscrew the lead and reposition on the first attempt. The second attempt was difficult as well, but the rv lead remains in use. The physician made a general complaint that with this lead type, there have been more difficulties in positioning the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).